Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures/preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: roller clamp is not working properly. Detailed inquiry description: we had issues with controlling the rate of flow with the rollerball. It had to basically be closed to reduce the drip rate making it difficult to titrate the flow. Many patients received almost the entire liter of fluid before reaching the or even when the nurses felt they had adequately closed the rollerball. No injury reported.